Event description:
The customer reported that the insulin pump alarmed motor error during the fixed prime test. The caller stated that she had an MRI, and her insulin pump was placed on the counter outside of the MRI room. When she was going to reconnect the device, she noticed that the insulin pump had fallen on the floor. The customer stated that she was able to prime, but when she was ready to run the fixed prime test she got an error alarm. The blood glucose reading at time of call was 83mg/dl. Troubleshooting was performed, and the device passed the displacement and self tests. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind as a result of a motor encoder signal being out of phase. The device was cracked around the display window corners.